Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods after doing two ablations') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), autoimmune thyroiditis ("hashimoto disease") and pelvic pain ("increase in pelvic pain"). The patient was treated with surgery (two ablations). At the time of the report, the menorrhagia, autoimmune thyroiditis and pelvic pain outcome was unknown. The reporter considered autoimmune thyroiditis, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.